Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution from lot # 8bv2g35 for evaluation. No test strips were returned, therefore, in-house contour next test strips were used to perform testing. The returned meter was tested with the in-house test strips and returned control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she ran control tests and obtained readings of 10 mg/dl, 211 mg/dl and 168 mg/dl on the contour next one meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.